Event description:
(B)(6) contacted (B)(6) the originator listed on the sf-368 form on (B)(6) 2026, with a request to answer a few additional questions that were not addressed in the sf-368 submission. (B)(6) responded and said he wasn¿t able to confidently answer the questions asked and provided an additional poc as (B)(6) and (B)(6) with (B)(6). On (B)(6) 2026, (B)(6) responded and stated that an update had been requested by the (B)(6) product complaint department, and a follow-up would be provided once a reply was received. (B)(6) sent a second email on (B)(6) 2026, to (B)(6) and (B)(6) requesting if an investigation number or any other pertinent information had been provided in reference to the product deficiency. On (B)(6) 2026, (B)(6) responded and stated a product issue was received by the product complaints department and registered in their system. The product issue number provided was (B)(4). The email also stated the manufacturer, alcon was notified and a follow-up email would be provided the following week with more information regarding the product deficiency. Description of deficiency (describe in detail what is wrong, circumstances prior to the difficulty, probable cause, any action taken, and recommendations. Attach copy of supporting documents. Continue on separate sheet if necessary. Ensure that the description answers the questions listed in the instructions on the back of this form.) Vacuum check failed, checked fittings, re-primed, still failed, advisory code 162. Happened before starting the procedure; changed out the fms pack with a new one, the patient received zero harm.